Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use (IFU) addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms including right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Pump thrombosis is known potential adverse events associated with the implantation of all vads as listed in the labeling along with guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
The site reported that the issue resolved with pump replacement and the patient was doing "wonderfully" post pump exchange. (B)(4) and two controllers were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The two controllers met specifications as they passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed a low flow event. Pathological examination revealed presence of thrombus at the inflow lumen. Analysis of the pump revealed that the device failed to meet specifications; the device passed visual examination and functional testing, but failed dimensional verification due to a slight deviation from the front housing disc curvature specifications. However, there is no evidence that this deviation has an impact on pump performance. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to the occlusion of the inflow lumen due to ingestion/formation of thrombus. Although a definitive root cause of the thrombus cannot be determined, clinical factors including this patient's significant comorbidities and presentation with a sub-therapeutic inr are identified possible contributors. With review of the available information and device analysis, there is no indication of any device malfunctions or performance issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient presented to the emergency department (ed) with multiple low flow alarms that began at home that morning and did not resolve with increased fluid intake. Preliminary log review by the manufacturer's clinical representative confirmed power consumption was below normal operating range, reported to the site as possibly due to an occlusion. The patient was taken to the cardiac catheterization lab and pump occlusion was confirmed. The patient was then taken to the operating room for pump exchange. It was indicated that the pump will be returned to the manufacturer for further evaluation.